Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided usb charging cable and power wall adapter became damaged and was no longer able to be used to charge the pump. There was no reported adverse impact to customer's blood glucose level. A replacement cable and wall adapter was sent to the customer to resolve the issue.